Event description:
Follow-up information reveled the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different mode. Effective therapy was achieved following the procedure and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a company representative met with the patient and was unable to establish communication between the patient's ipg and any external devices. The patient stated he had failed to recharge the device for a few weeks. Subsequently, the patient will undergo surgical intervention to address the issue.